Event description:
It was reported that during insertion of a solo PICC catheter with mi and us (ultrasound) /placed with 3cg and sherlock, the user was unable to pull the wire back out of the PICC. An x-ray was taken and showed that the wire was found fish hooked in the catheter. The line had to be removed and the patient required a new PICC replacement.

Manufacturer narrative:
The complaint a stylet bent inside a catheter was inconclusive due to the nature of the returned sample. The product returned for evaluation was one stiffening stylet with t-lock assembly. The stylet had been partially withdrawn from the t-lock assembly. Several bends and kinks were observed along the length of the stylet. Fluid residue was observed within the assembly extension tubing. A small amount of rust-like residue was observed on the stylet, near the silicone cap on the assembly. Tactile inspection of the sample confirmed the presence of bends and kinks along the stylet but was otherwise unremarkable. Microscopic inspection of the sample confirmed the presence of rust but was otherwise unremarkable. The stylet had been manipulated within the t-lock assembly. The IFU states "slowly remove the t-lock stylet funnel, and stylet, as a unit. Do not remove the stylet through the t-lock." It was impossible to determine if this manipulation of the stylet caused or contributed to the alleged failure. Additionally, without the catheter it was impossible to evaluate the interface between the stylet and the catheter. Consequently this complaint is inconclusive at this time.